Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: chips in the reservoir tube lip, bent retainer ring, partially detached retainer ring, crack in the select, down, up keypad buttons. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the reservoir compartment of the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1812 was returned for the product analysis.